Manufacturer narrative:
Investigation results: the loader device was not returned. Visual inspection revealed that the delivery device was outside of the loader and the plunger had been depressed. The tension spring was in the delivery tube and the seal was outside that tube. No evidence of blood was seen inside the deployment tube or the device. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during a coronary artery bypass procedure, while using the second heartstring during the case, the heartstring seal did not deploy into the aorta and stayed in the deployment tube. The patient lost approx. 200-300cc of blood. They opened a third heartstring but when the surgeon deployed the seal, it came back out when the deployment tube was pulled back to remove. Again the patient lost approx 200cc of blood. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital. The patient is currently doing fine but lost approximately one liter of blood during this case. No blood transfusion was required because this hospital used a cell collection saver and gave the patient's own blood back. The patient was discharged on post-op day 4 without complications and did not receive any donor blood. This report is for the first seal "second seal used during the case".